Event description:
The customer reported that the insertion section has disconnected, involving an olympus ultrasonic probe. The issue was found during service/maintenance. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.